Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that they were unable to view fluoroscopic image because the left monitor displayed a blank image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.